Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as constipation. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details, action taken with dianeal therapy, and the patient's recovery status were not reported. No additional information is available.

Manufacturer narrative:
Concomitant medical device: dianeal 1.5%, dianeal 2.5%. Should additional relevant information become available, a supplemental report will be submitted.